Event description:
It was reported after having the device replaced, the patient reported stimulation in the wrong location, and that the manufacturer¿s representative (rep) didn¿t get the programs set up correctly. Stimulation was going to her right hip and it should be going to her left foot. The rep. Tried to fix it and couldn¿t get it. The rep. Reported that the patient had no stimulation in her foot and the cause of the event or if it was device related was undetermined. The rep. Tried to reprogram her but was still not able to capture her left foot. The patient only had one lead and was going to follow-up with the healthcare provider (hcp) on (B)(6). The patient was doing o.k. At the time, but was still not receiving effective therapy. An x-ray was taken and it was found that the lead had moved to the right side. The plan was to do a lead revision on (B)(6) 2014. The patient was still not receiving effective therapy at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that during the procedure it was found the patient had a lead that had migrated. The lead was removed and discarded; another lead was implanted. There no system malfunction seen; the lead had just migrated. After surgery, the patient was doing well and receiving effective therapy.

Event description:
Additional information received from the patient reported that they met with the manufacturer¿s representative (rep) and a pain specialist. On (B)(6) 2014 a new lead was placed but coverage wasn¿t as good. The inadequate pain coverage and leads issues were not entirely resolved at the current time. The patient got flares and needed to charge two to four hours daily compared to three to four hours per week previously. Charging that frequently made the area sore which the patient would live with if they had full coverage. The patient was referred to a neurosurgeon for implant of a paddle electrode but was still waiting for approval from insurance. For 6.5 years the patient had amazing coverage and knew how well the implant could work for them. The current coverage wasn¿t enough.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), implanted:(B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted:(B)(6) 2008, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown, product type: unknown. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a new implantable neurostimulator (ins) was placed in (B)(6) 2014 and the lead was not touched; but, they did have to open the spinal incision part way to connect and tunnel to the new ins. They did not realize until after they closed the patient up that the lead had migrated and was not working. Two unknown female manufacturer representatives (rep) were preset at that revision and were aware. One was being trained; the patient did not know their names. The lead was providing coverage to their hip and not the foot. Scar tissue was also causing a problem with stimulation coverage at the time. In (B)(6) 2014 they had to go in and revise the lead. The rep was preset and aware (B)(6) 2014. They found that the lead was not anchored properly and had migrated via an x-ray. When they went into revise, they found the lead was no longer in the spine at all and the anchor was not there; they did not recover it. The rep reported that they were in the procedure and there was no anchor. No anchor sh owed on the x-ray before the procedure and no anchor was registered to the patient. The old lead was removed and the new on was placed. That's all the information the rep had. The rep had met with the patient 3-4 times since (B)(6) 2015 to try and get better coverage; but it was not possible due to the scar tissue that was preset from the original lead placement. The lead could not get close enough to the dura. It was interfering with the signal and causing a high pulse width of 9.2 and a high rate of 100 to be programmed. Their ins had to be charged quite often, twice a day, because of it. The patient had programs a-e available. The patient still took some oral narcotics for pain but not as much as before they had the spinal cord stimulator (scs) therapy. The patient had been getting steroid injections for the groin pain. The patient was waiting to hear if workers compensation was going to cover the cost of the surgical lead implant. They were confused about why the patient needed a laminectomy. The patients insurance told them they would cover it. The neurosurgeon believed that a surgical lead would provide a better coverage for the patient and allow for lower programming settings.